Event description:
It was reported that protective sheath on the e-kit came off catheter and was deposited in the pt's stomach. This went unk until a month later when it was found through an x-ray.

Manufacturer narrative:
Additional info will be provided once investigation is completed.